Event description:
The pt performed a blood glucose test on the suspect device and the result was 107mg/dl. Pt then took insulin as normal and began to eat dinner. Pt began to feel funny and blacked out. Pt was taken to the hosp where blood glucose level was 34mg/dl. Pt was given an IV and orange juice.